Event description:
N/a.

Manufacturer narrative:
Updated section: h6. It was reported by the physician that the diameter of the graft was not as labeled/expected. Based on a review of the videos provided, the allegation suggests that a 5mm dilator easily fits into the 4mm end of the flixene graft in question without any real interference. For comparison, the physician demonstrated that the same dilator did not fit into an advanta vxt graft of the same size. Five units of flixene grafts from inventory (no units available from lot in question) and 5 units of advanta vxt grafts from the same lot evaluated by the physician were measured using pin gauges in 0.001¿ increments. The results show that of the 5 flixene samples tested, the largest inner diameter was 0.149¿ (3.79mm) and the smallest was inner diameter was 0.142¿ (3.60mm). For the advanta vxt samples, the largest inner diameter at the 4mm end was .148¿ (3.76mm) and the smallest inner diameter was also 0.142¿ (3.60mm). The specification for the inner diameter of the 4mm end of the graft, be it a flixene graft (part specification ps004707-xxx rev an), or advanta vxt (part specification ps001095-xxx-xxx revision ap) is 0.138¿ to 0.177¿mm or 4mm +/-.5mm. None of the product tested was outside the specification. To evaluate the product from inventory further, a set of marina medical dilators were obtained. Each previously tested graft had a 4mm dilator placed into each of the samples with varying amounts of depth over the dilator. When the 5mm dilator was advanced into the 4mm section of the flixene graft, the dilator would fit into the graft but it was very obvious that the dilator was expanding the material as it was advanced. This expansion closely resembles the expansion as seen in the video provided by the physician. As the construction of the flixene graft and the advanta vxt graft are different, the 5mm dilator would not fit into the advanta graft as the advanta graft has a thinner wall thickness as compared to the flixene graft. The flixene graft has a thicker wall thickness than the advanta graft and is more malleable as compared to the advanta graft. This is why the 5mm dilator was able to fit inside the 4mm section of the flixene graft but not within the advanta graft. A sample of the flixene graft was returned from the physician but was from the 7mm end of the graft and not the section in question. Therefore, no evaluation of the device relative to the complaint can be made. A review of complaint records show that there were 7 prior complaints from the same physician back in 2015. Since then, over 100,000 grafts have been manufactured without a similar complaint. At the time of these complaints an engineering study was conducted and concluded that the grafts were within specification. This is documented within report for planned engineering study ¿ ID verification for 4-7 mm flixene grafts with gds dd010011-001. Based on the provided video showing the advancement of the dilators with evidence that the graft expanded to accommodate the 5mm dilator, the complaint is not confirmed. This suggests that the variation within the graft tolerance and the users perception of the difference of the inner diameter are related to user preference. It is very likely that the flixene graft was larger than 4mm but within tolerance described as 4mm +/- .5mm. Being that the grafts inner diameters are 100% inspected for the inner diameter it is unlikely that a nonconforming part was manufactured. There were no other complaints associated with this product lot of flixene grafts, and no similar complaints for grafts in the last 2 years. A DHR review was completed and no anomalies in manufacturing were identified. The risk associated with this complaint is adequately addressed in the risk file.

Manufacturer narrative:
Correction section h6 - medical device problem code.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6). Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
It was reported that during use, while opening the flixene graft, it was observed that the diameter of the graft was not as labeled/expected. There was no harm reported.